Manufacturer narrative:
Initial reporter facility name: affiliated hospital of (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was cracked which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. It was further stated the transfer set had been used for about one month. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye, noted one leg of the occlude feet was broken on the main body. Functional testing including clear passage testing was performed, with no issues noted. Leak and clamp function testing, noted a leak through the transfer set .the reported condition was verified. The cause of the broken occlude leg/foot on the main body was undetermined. However the damage cracked/broken set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.